Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the general surgery procedure was being performed when the issue occurred and was completed after a while by restarting the system. The philips field service engineer (fse) visited system onsite and confirmed the table performed unintended movement. As part of troubleshooting, the fse reviewed system log files and found potentiometer related error. The same issue pre occurred, where the issue was resolved by performing the table longitudinal movement adjustments. The cause of the potentiometer failure was not conclusively determined by the supplier's part analysis, however, the issue was resolved when the fse replaced longitudinal potentiometer and calibrated tabletop longitudinal movement, after which the functional tests were performed, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the table performed an unintended movement. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.